Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. Our field service engineer (fse) investigated the ventilator on site. Fse confirmed the pre-use check failure with internal leakage test, pressure transducer test, safety valve test and flow transducer test. Further investigation showed that the control printed circuit board (pcb) was defective and the reported failure was solved by replacing the pcb. The replaced part was returned for further investigation. The device logs were not provided. So the software that is installed on the returned control printed circuit board is unknown. It was not possible to install a new software as the installation failed directly due to the corrupted pcb. It was therefore not possible to test this circuit board. However, during a visual inspection it was noticed that an inductor component was broken. No root cause can be determined.

Event description:
Manufacturer's ref#: (B)(4).